Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no reported adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump and to call back if the issue reappeared.